Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2019 the patient presented with thrombosis due to cardiac prosthetic device therefore the 4.00x28mm xience sierra was implanted. On (B)(6) 2019 the patient was re-admitted with other cardiovascular symptoms and vascular disorder of intestine. Surgery was performed and the final patient outcome is unknown. No additional information was provided.